Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination showed the lens had surface residuals adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter verification: optical inspection results showed that the lens diopter corresponds to a 26.0 diopter lens. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the intraocular lens in the left eye was switched because the surgeon felt that there would be a better outcome with a different lens power. Result of new implant was good; no complications reported.